Manufacturer narrative:
The reported incident that a cannulated low compression screw autofix ø2.0 x 14mm was alleged of breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Despite this, the root cause is most likely attributable to a user related issue. Excessive torque was applied during screw insertion, leading to screw head breakage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''applying excessive torque during screwing may cause damage to the screw head and screwdriver tip, which can lead to difficult screw extraction.'' [Original statement(s)]. The instruction for use (v15138 rev b systeme autofix non sterile lbl 0898) was reviewed: ''the operating surgeon and operating room team must be thoroughly familiar with the operating technique [...] Prior to use, thoroughly read these instructions for use and become familiar with the surgical technique [...] The operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. [...] The operating surgeon must be especially trained in orthopaedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques.'' [Original statement(s)]. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not received.

Event description:
During a right foot second metatarsal case, surgeon implanted a 2.0 autofix screw self drilling self tapping and upon near final destination, surgeon stated it felt like the screw was just spinning - surgeon attempted to back out the screw and found the head of screw had snapped off. Fixation was accomplished and surgeon left broken screw implanted. No delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a right foot second metatarsal case, surgeon implanted a 2.0 autofix screw self drilling self tapping and upon near final destination, surgeon stated it felt like the screw was just spinning - surgeon attempted to back out the screw and found the head of screw had snapped off. Fixation was accomplished and surgeon left broken screw implanted. No delay in surgery.